Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The customer's complaint was verified. When turning on the device, the over-temp continuously alarmed. The root cause was the defective pcb (printed circuit board). No action was taken. The device was not needed and in the loaner pool. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had high current leakage and continually triggered over-current alarms when powered on. There was no patient involvement, and no patient harm/adverse event reported.